Manufacturer narrative:
Product analysis of the pipeline flex, flow diversion device used to treat an aneurysm was not able to be performed, as the device remains implanted. Based on the reported information there is no evidence of a device deficiency. The pipeline flex device performed as intended as indicated by successful deployment of the device in the intended landing zone to treat an aneurysm located in the ophthalmic segment of the internal carotid artery. The cause of the local thrombus formation cannot be reliably determined; however, per the reported information, the most likely cause for the complaint is patient condition ¿clopidogrel hyporesponder. Furthermore, thromboembolism is a known inherent risk of endovascular procedure and is documented in the pipeline flex instruction for use.

Event description:
Medtronic received information that one day post pipeline treatment, the patient was exhibiting stroke like symptoms and mr revealed thrombosis of the pipeline. Integrellin was given intra-arterial, however the pipeline remained thrombosed. It was reported that the patient was stable due to good collateral flow on the other side. The patient had normal strength with some speech impairment which has since resolved. The patient was reported to be doing clinically well and was planned for discharge. The patient was treated for an aneurysm located in the ophthalmic segment of the left ica. There was no observed device issue. Angiographic results showed that the pipeline was well apposed, with no occlusion. Dapt was administered. On (B)(6) 2017 the patient was loaded w 300mg plavix <(>&<)> 325mg of asa. The patient was loaded with additional 300mg plavix on (B)(6) 2017, however it was noted that the patient refused her asa.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.